Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right hip total hip arthroplasty on (B)(6) 2005 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6) 2017 due to elevated levels of cobalt and chromium revealed in blood work.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right hip total hip arthroplasty on (B)(6) 2005 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6) 2017 due to elevated levels of cobalt and chromium revealed in blood work.